Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 6 months post implant of this 12mm pulmonary valved conduit in a (B)(6) old pediatric patient, the conduit was explanted and replaced with a 20mm valved conduit of the same model. The reason for replacement was not reported. No additional adverse patient effects were reported.